Event description:
It was reported the patient believed their implantable neurostimulator (ins) turned on and off by itself. The reporter stated that when they put the antenna over the ins and turns the patient programmer on they felt the ¿effects of the stimulation sensation.¿ it was noted the patient liked the program they were on which was program 1 at 1.6 v. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead ,lot# unknown, product type: lead. (B)(4).